Event description:
Received call from pt's wife, calling in to report that she is not able to remove the nebulizer insert from the device in order to clean the mouthpiece. Pts wife confirms she has tried to turn it counterclockwise but is still not able to remove it. Also reports that it is still able to administer medication, but she is concerned about not being able to properly clean it. Lot number is unavailable. Serial number - (B)(6). No missed doses. Unknown if device is available for return. No adverse events reported. Diagnosis for use: chronic obstructive pulmonary disease.